Event description:
The reporter stated that the surgeon inserted a visian icl implantable collamer lens model micl 12.6 mm in patient's eye with no damage to the lens or patient. However, due to not enough viscoelastic and or bss in the chamber they lost pressure in the chamber. The surgeon tried to position the lens but couldn't so he opted to remove the lens and put in a back up micl 12.6 mm. The reporter stated that there was no problem with the lens, it was just an occurrence that happens in surgery. There was no patient injury.